Event description:
The cardiologist was performing a complex percutaneous coronary intervention. He advanced the ivus catheter, performed intravascular ultrasound, and removed the catheter with no problems. Later in the case, he advanced the same catheter and performed intravascular ultrasound. When he attempted to remove the catheter, the tip sheared off. He attempted to use 2 different micro snares to remove it but was unsuccessful, so he had to remove everything from the body. When the guide catheter was removed, they were successful in retrieving the sheared portion of the ivus catheter from the guide catheter. The cardiologist believes that the entire portion that sheared off was retrieved.